Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV", "rupture", "liquid", "displacement and "inflammatory process". The device remains implanted.

Event description:
Patient reported "feel severe pain in [sic] breasts, breasts are crooked, painful, and is getting depressed. The breasts are very ugly." The device has been explanted and replaced.